Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that patient presented post op. Upon x-ray it was noted that the screw missed the nail using the outrigger and ended up causing a fracture. Allegedly, the patient may need to undergo a second surgery.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: we received a targeting arm in good condition for evaluation. The devices showed typical signs of use but were generally undamaged. No visible signs of misuse or remarkable damages were found. A pre-surgical function test was performed on the returned devices. The nail adapter can be easily assembled with the targeting arm without any effort. Hence the alleged misdrilling could not be reproduced. The function of the returned instrument was given in all aspects. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the alleged misdrilling could not be reproduced, and hence could not be confirmed. Therefore, a real root cause for the alleged misdrilling could not be determined. Most likely the issue is user related. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that patient presented post op. Upon x-ray it was noted that the screw missed the nail using the outrigger and ended up causing a fracture. Allegedly, the patient may need to undergo a second surgery.